Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported the patient presented for implant procedure. During surgery, the delivery catheter was difficult to maneuver. While the delivery catheter was being removed from the patient, the atrial leadless pacemaker (lp) prematurely separated from the delivery catheter and lodged into the right atrial appendage. The delivery catheter was removed and appeared kinked and distorted at multiple points. The lp was retrieved and the implant attempted abandoned. There were no patient consequences.